Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). One photograph was returned to confirm the customer's complaint. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Although the customer's photographs provided showed blood in the well of the stopper of two tubes, there is no evidence that this is excessive. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that droplets of blood collecting in the cap of a bd vacutainer® plastic k3edta tube 3ml with lavender hemogard closure tube after collecting blood using the bd eclipse signal integrated needles. No lot numbers were provided. No serious injury or medical intervention reported.